Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28oct2019.

Event description:
It was reported that the ventilators upper part of the touch screen fails to respond even after calibration of the touchscreen. There was no patient involvement.

Manufacturer narrative:
MFR received date: 06nov2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation. Therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 31 jan 2020. A touch screen was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. . An investigation was performed and the product analysis technician reported that the root cause was due to the ul_lr and ur_ll resistance were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.